Event description:
The facility reports the resident had been removed from the bath with the lift and was at the left corner of the tub, away from the panel. The tub was in a low position, the chair was at the caregiver's waist level. The caregiver was alone with the resident the caregiver turned to her right to open the drain of the tub. She turned back toward the resident as the resident was falling. The resident's left leg was twisted past the pillar and was caught under the support arm of the lift. The caregiver released the bait from the chair and pushed the chair away from the resident . The brakes were applied during this time. The resident suffered a fracture of the left tibia and femur.

Manufacturer narrative:
An arjo investigator examined the device and found no faults. The investigator had, with staff from the facility, attempted to recreate the event. The only way they could get the chair to tip with the investigator on it (103kg) was without the belt applied or applied very loosely. The manufacturer concludes the event was the result of not following the lift operating instructions. The manufacturer recommends retraining the operator in all aspects of using the device.